Event description:
It was reported that the single-use distal cover fell off and was discovered in the back of a patient's mouth. The issue was found at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.